Manufacturer narrative:
(B)(4).

Event description:
It was reported that the stimulator was eroding through the pt's skin, and the pt had an infected battery. The stimulator was removed. A new stimulator was implanted about 2 months later, and the pt was doing "great."